Event description:
The patient contacted animas on (B)(6) 2012 stating that the ok and contrast keypad buttons were intermittently unresponsive and the symbols had worn off. The patient denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump outside a garment and did not clean the pump. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012 - device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all the keypad buttons had normal response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.